Event description:
Philips received a complaint by the customer on the v60 indicating that the display was blank and needed to be replaced. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the display was blank and needed to be replaced. The remote service engineer (rse) performed troubleshooting with the customer and found that the customer had a first-generation liquid crystal display (lcd) that needed to be upgraded to a second-generation lcd. After confirming the color of the device with the customer, the rse provided the customer with the part number and price of the replacement user interface (ui) assembly for repair. Device evaluation and repair are pending, and this investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response received 29sep2025, the customer ordered and installed the replacement user interface (ui) assembly, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.